Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had batteries related issue and unexpected shutdowns.

Manufacturer narrative:
Updated fields: b4,d8, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11 corrected fields: g2. At this time, the unit is not evaluated and a point of contact was not provided. This complaint was received through a survey. If any pertinent information is received in the future, the supplemental report will be submitted.

Event description:
N/a